Manufacturer narrative:
The insulin pump received no esc and act button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump received with minor scratches on display window, cracked reservoir tube lip, cracked battery tube threads, cracked belt clip slot and missing end cap sticker.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a button error alarm. Customer also states that they tried to clear the alarm, but it didn't work. The blood glucose reading is unknown. Nothing further reported.